Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the trigger was blocked, jammed and moving heavily was confirmed. The assignable root cause was determined to be due to improper maintenance. It was determined that the defective and stripped thread saw coupling was due to normal wear. It was determined that the cracked housing was due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the recon sagittal saw device coupling failed and the housing damaged. It was further determined that the housing was cracked, the thread saw coupling was stripped and defective; and the trigger was blocked, jammed and moving heavily. It was further determined that the device failed pretest for check the saw head¿s locking mechanism, check the saw blade coupling, check for leakage, general condition and check proper function of the trigger. It was noted in the service order that the device was not working during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.